Event description:
Rn operating infusion pump when it began making odd noises and alarming "high pressure". Peripherally inserted central catheter (PICC) flushed without difficulty and when switched to another pump, no issues were noted. Original pump was secured for review by clinical engineering. Upon further investigation by clinical engineering, it was discovered a fan was broken within the pump causing the grinding noise. Fan was replaced and pump appeared to work normally going forward.